Event description:
Physician removed intravascular ultrasound (ivus) catheter from packaging and noticed a kink/bend in catheter. Attempted to straighten out, did not want to use on patient. Opened new ivus catheter and continued with procedure.